Event description:
A 3.5mm diameter by 18mm length s670 stent delivery system was inserted in attempt to direct stent a lesion in the right coronary artery. User facility reported that during the attempt to advance the stent across the lesion, the balloon/stent and wire system "sprung out" of the coronary artery. They were unable to bring the stent and balloon back into the guide catheter so the entire system was brought back to the femoral sheath. A stone extraction was inserted and used to snare the stent and the entire system from the pt. The target lesion was subsequently treated with another s670 stent. The pt was reported to be fine post procedure and there were no additional clinical sequelae reported related to the event.